Event description:
The customer reported that she tried giving herself a bolus through the bolus wizard, but she didn't, the full amount and the insulin pump did not alarm no delivery. The customer stated that she programmed a bolus and it did go up to either 0.2 units or 0.3 units. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.